Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the monitor was unable to draw current and power up. Extensive electrical damage was discovered on the monitor c/a and defibrillator boards. The cause for the damage could not be positively identified but likely a misdirected pulse. The root cause for the misdirected pulse could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor would not power up. The pt was issued a replacement monitor.